Event description:
Initial result for a patient pro-bnp was 21.77. When repeated, the result was 7709. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.